Event description:
As reported, the 135 cm. Powerflexpro 4 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.) During the initial inflation. The product was removed from the successfully from the patient. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the subclavian artery. No target lesion characteristic information is available. No patient information is available. The target lesion was accessed with an unknown guidewire. Additional information has been requested.

Manufacturer narrative:
Additional information indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. An unknown inflation device was used for the procedure. The contrast to saline ratio was one to one (1:1). There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. Complaint conclusion: a 135 cm. Powerflex pro 4 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.) During the initial inflation. There was no reported patient injury. The product was removed successfully from the patient. A non-cordis bc was used to complete the procedure successfully. The target lesion was the subclavian artery. No target lesion characteristic information is available. No patient information is available. The target lesion was accessed with an unknown guidewire. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. An unknown inflation device was used for the procedure. The contrast to saline ratio was one to one (1:1). There was no reported difficulty advancing the device through the vessel. There was no reported difficulty crossing the target lesion. The catheter did not kink during use. The catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. The product was not returned for analysis. A device history record (DHR) review of lot 17057438 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics may have contributed to the reported event but that information is not known. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.